Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. An otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all tubes of the pump. Partial separations surrounded by abrasion are noted on the non-serialized exhaust and inlet tubes of the pump. Testing revealed these to not be sites of leakage. The reservoir was received with a large separation. The material edges of the separation appeared curled and rippled, and the reservoir material appeared to be overstretched most likely caused by over-pressurization in the autoclave by the explant facility prior to device return. No visual or functional abnormalities are noted with the cylinders. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconformances revealed no nonconformance with this lot that would have contributed to the event. Because the available information did not indicate what factors may have contributed to the reported event of "malfunction," and because no functional abnormalities were noted, quality cannot determine the true cause of this reported event. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed separation in the reservoir most likely occurred during sterilization prior to device return. This separation is not a cause for device failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.